Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to place clips on the structure but the clips were not forming exactly in the place where they were attempting to place them. When the surgeon went to move the jaws of the clip applier back once the clip was placed, the clip would fall off the tissue. They tried another clip applier from the same lot and the same event occurred. A third clip applier was used and it worked. The procedure was completed without any impact to the patient. Both clip appliers were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.